Manufacturer narrative:
At this time, no further information is available. Should additional information become available in the future, we will provide a supplemental report.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) has previously exhibited frequent atrial oversensing. At the time, the physician had reprogrammed the device which did reduce the atrial oversensing, but it has persisted, and inappropriate atrial tachycardia response (atr) episodes were recently stored. Boston scientific technical services was contacted and provided further reprogramming options to resolve the event. No adverse patient effects were reported. This crt-d remains implanted and in-service.